Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had a return of symptoms and were peeing frequently, on and off for a while. They reported having trouble with the externals finding the implant and then when they did get them to connect, they saw the message that the internal battery was low. The agent redirected the patient to their healthcare provider (hcp). They reported that the most recent device did not work as well. On (B)(6) 2026, additional information was received from the patient. The patient stated that the "device not working" comment was referring to a placement issue. The patient stated that they have a permanently damaged left nerve at l4-l5. The patient's first two devices worked well and were placed on the left nerve to counter. The patient's last doctor put the newest stimulator on the right nerve even though they were told it had to go on the left. The issue was not caused by normal battery depletion. The patient stated that since their device was almost depleted and needed to be changed, the lead would also need to be removed from the right and placed on the left nerve. The patient stated that they told them from the beginning, but nothing had been done. The patient had just lived with their leakage and wearing diapers a lot. The issue was not yet resolved. When asked about the difficulty connecting the patient stated the cause was their new doctor not listening to their medical history. The patient stated the doctor treated them like a new patient and was testing for nerve response to pick a side, but the patient quit breathing (sleep apnea) and a tube was put down their throat which the patient stated "paralyzes". The patient attached medical history summarized below. The 3rd interstim was put in by a new doctor because their old doctor had retired. The doctor ignored all of their history and decided because the other 2 were on the left side to put it in on the right side instead. The doctor couldn't understand that the patient was a unique situation and the problem was not due to the bladder but due to the left nerve damage. The patient wore diapers all of the time while they worked until they retired in (B)(6) 2022. The patient still has leakage and some accidents. The patient had been fighting it since they put it in. The patient also eventually had a neuro-stimulator put it to help control pain and spasms due to the left nerve, the patient has been able to help some by using the program that has most all on my left l4- l5 nerve side and turning it up and using it to help the bladder. The patient stated "bottom line, your devices work fine but the problem I had for years since the 3rd was put in was due to the placement of the lead on the right nerve instead of the left nerve. Since my brain thinks it has to urinate due to signals coming from the left nerve, it need signals from a left nerve overpowering or telling it otherwise. This next one will be my 4th interstim bladder implant but has to go on the left nerve, like the first 2, and not like the last one (the current one installed)."

Manufacturer narrative:
H6: correction submitted to update labeled coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.